Event description:
It was reported that the pt was given 6000 units of verapamil. In the cath lab, while attempting to exchange the diagnostic catheter (with the j wire in place for an interventional catheter, the hemostasis valve detached and some bleeding occurred through the sheath. The site was the pt's left radial. The bleeding was stopped by removing the sheath. A new sheath was inserted and the procedure was completed without further problems. There was no complications related to the event. A 5 minute delay was reported; however, there was no additional harm to the pt due to this delay. There was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(6). Follow-up report will be filed if additional info becomes available.